Event description:
Oxygenator developed clots and failed to work. Had to be changed out four times. (B)(6) unstable during change out. Patient e-coli sepsis. (B)(4). The customer reported it changed out the unit 4 times. This device is 4 of 4.